Event description:
The pt's knees click and clang that is audible to the public. She has pain and burning on the inside of the knee. She has more pain now than before the replacement surgery. There is also significant swelling. It is so bad at night that she cannot fall asleep and is sometimes woken up from the pain even when taking sleep aids. The surgeon has stated that he cannot help her any further. The blood work and bone scans were negative. This pt is without health insurance and her husband passed away recently, so she does not have assistance at home.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Additional info (x-rays, medical records, operative notes) was requested. If it becomes available, the eval summary will be submitted in a supplemental report.